Event description:
The initial reporter received questionable sodium electrode assay results for two patient samples tested on the cobas 6000 c (501) module. On (B)(6) 2026: patient sample 1 the initial result from the module was 157 mmol/l. The provider questioned the result, prompting the rerun. The repeat result from another module was 139 mmol/l. The repeat result matched the patient's history. On (B)(6) 2026: patient sample 2 the initial result from the module was 162 mmol/l. The repeat result from the module was 129 mmol/l. The repeat result from another module was 131 mmol/l. This result was deemed correct and reported.

Manufacturer narrative:
The cobas 6000 c (501) module serial number is (B)(6). The field service engineer inspected the analyzer and determined that a damaged vacuum tube in the rinse tube caused the event. He also found a possible ion-selective electrode (ise) contamination, plastic shavings in the reference electrode, causing ise noise errors, and damaged rinse tubing, causing overflow in one of the ultrasonic mixers (usm). He replaced the reagent bottles, removed the shavings, cleaned the ise block and electrodes, cleaned the usm, replaced the vacuum tubing, verified the rinse levels, and performed a photometer check. He verified the analyzer's performance with multiple mechanism checks, ise checks, calibrations, qcs, and precision checks.

Manufacturer narrative:
Sections d. Device identification, d. Manufacturer info, g contact office-manufacturing site (continued g1) and medwatch field g4 PMA / 510k (premarket numbers) updated. The investigation determined that a hardware issue caused the event. The customer did not report any other issues after the service. The investigation determined that the service actions resolved the issue.

Manufacturer narrative:
Medwatch section d device identification field primary UDI number updated.